Event description:
After intubating the patient, the bellows on the anesthesia machine ventilator stuck in the down position. The doctor proceeded to 'bag' the patient and then was able to get the bellows operating again by adjusting the inspirational pressure limit on the machine. No negative patient outcome. Company notified and will come out to check the anesthesia machine; machine is under warranty.